Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/13/2023, it was reported by a sales representative via email that ar-1410lp low profile reamer broke in half. The surgeon was drilling the femoral tunnel when the flat reamer tip broke off from the shaft into two pieces. The reamer shaft was still attached to the drill via chuck and was safely removed from the patient using the medial portal. The first broken fragment was retrieved quickly with a grasper from the medial portal. The second fragment was located in the posterior later compartment of the knee. Removing the fragment delayed the case about twenty-four minutes, and the surgeon had to create an additional lateral portal to ensure safe removal from the patient. This was discovered during an aclr procedure on (B)(6) 2023. Additional information received on 7/14/2023: the case was completed in standard fashion with an acl tightrope and interference screw.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, it was noted that the tip of the device was broken. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.